Manufacturer narrative:
On (B)(6) 2018, the autopulse platform (sn (B)(4)) was service for decontamination. During the functional testing, the ap platform failed the initialization (power on self- test). The investigation findings revealed that the root cause was due to fluid ingresses as a result of corroded/damaged blue case (top cover) metal coating. During visual inspection, no physical damage was observed on the ap platform. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. This type of fault on the ap platform may have attributed to wear and tear. The clutch plate was deburred to remedy this fault. The faulty encoder drive shaft issue was not related to the failed initialization (power on self- test). The initial functional testing of the ap platform could not be performed due to failed initialization (power on self- test). To remedy the issue, the corroded/damaged blue case (top cover) metal coating was replaced. In addition, the ap platform was bio-cleaned to remove blood contamination. The ap platform was then re-tested and passed all the functional tests. The ap platform is ready for clinical use.

Event description:
During service evaluation on (B)(6) 2018, the autopulse platform (sn (B)(4)) failed the initial functional testing. Initialization (power on self- test) - the initialization is started when the user presses the power button to turn the device on. A series of self-tests are performed. If successful, the device transitions to the idle state. Therefore, the functional test of the autopulse could not achieved.